Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had hematuria and elevated lactate dehydrogenase (ldh). The pt was transplanted and the pump is returning for evaluation due to suspected thrombus.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The pump was returned assembled with the percutaneous lead (lead) cut approximately 4 inch from the pump housing and the several portion of the lead was not returned. The sealed inflow conduit was returned detached from the pump inlet port. The sealed outflow graft, sealed outflow graft bend relief, and the outlet elbow were returned attached to the device. The sealed outflow graft bend relief collar was securely sutured around the outflow graft nut. Visual examination prior to disassembly of the proximal end of the inlet stator and the distal end of the outlet stator did not revealed any adhered depositions or thrombus formations. Examination of the disassembled pump revealed a thin thrombus formation surrounding the bearing cup of the inlet stator. This thrombus was loose and non-laminated, suggesting that it was an acute formation that developed while the pump was supporting the pt. A cause for the development of the observed thrombus cannot conclusively be determined through this evaluation. However, the size and structure of this formation suggest that it did not contribute to the reported elevation in ldh. Evaluation of the outlet stator revealed a deposition surrounding the bearing ball. This deposition did not show any laminated layering, indicating that it did not form in the outlet stator. Additionally, the deposition was loose and lacked denaturation, suggesting that it developed acutely while the pump was supporting the pt. Although the origin of this deposition and the cause for its development could not be determined through this evaluation, it could have contributed to the reported elevation in ldh. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the returned portion of the percutaneous lead extending from the pump housing did not revealed any discontinuities or shots. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from the testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of device history records for the returned devices showed no deviations from manufacturing or qa specifications. No further info is available. The MFR is closing its file on this event.